Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty seating an rsa glenosphere onto a baseplate was reported. The event was not confirmed. Method and results: no device was returned for inspection. A review of the provided x-rays could not confirm the event. Additional medical records such as revision operative report, clinical history and medical records would be required for further review. All devices accepted into final stock conformed to specification. There have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for inspection and insufficient patient medical records were provided for review. Additional information such as product return, revision operative report, clinical history and medical records would be required for further review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was noted in the early product surveillance survey that the surgeon was dissatisfied with the glenosphere impactor tool and consequently with the insertion of the glenoid components. Surgeon stated that he was "unable to determine if the implant was completely seated on the baseplate." Patient had a revision surgery the following day to properly seat the glenosphere to baseplate.

Event description:
It was noted in the early product surveillance survey that the surgeon was dissatisfied with the glenosphere impactor tool and consequently with the insertion of the glenoid components. Surgeon stated that he was "unable to determine if the implant was completely seated on the baseplate." Patient had a revision surgery, the following day to properly seat the glenosphere to baseplate.